Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the contra-angle driver couldn¿t hold the screwdriver shaft. The surgeon had to use a straight driver to complete the operation. Due to the incident, the patient had lip erosion, the corner of the mouth was pulled excessively. No surgical delay. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): no non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: two 90° screw driver blades which show indications for screws being picked up. Otherwise, no obvious deviations from the shape defined in the drawing. Functional test with 90° screwdriver in product development was not able to reproduce the described complaint. Dimensions of the connection are within specification of the drawing and without visual abnormalities under light microscopic evaluation. Conclusions: complaint could not be reproduced without all parts involved. Screwdriver shaft (03.505.003) was not returned and the shafts available in product development retained the screwdriver blade as intended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.